Event description:
Customer received a no delivery alarm due the reservoir being empty. Customer changed the infusion set and reservoir and performed prime and then noticed that the screen was blank. Customer changed the battery but the screen is still blank. It was stated that the insulin pump does not have physical damage and was not exposed to moisture. Blood glucose value was 134 mg/dl. Customer got back in contact a couple of days later after receiving a replacement battery cap. Blood glucose value was 213 mg/dl. Customer had been disconnected from the insulin pump. Customer was advised the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a loose battery tube connector. The excessive no delivery alarm could not be confirmed due to the blank display. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.